Manufacturer narrative:
Event summary: the mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The mechanical operation of the catheter was damaged and the catheter shaft was bent. The analyst noted that the shaft was kinked at 10.8 cm, spiral slitting (technique issue) visible from (in hub) and continues along shaft to separation site (19.2 cm). There was a stress crack on the shaft at the separation site. It was further noted there was damaged at the procedure. The slitter was not returned, therefore brand and condition are unknown.

Event description:
It was reported that intra-operatively, during the slitting process, the inner catheter fractured and the remaining distal portion could not be slit. The lead was removed from the body in order to remove the remnant section of the inner catheter from the lead. The lead was then repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.